Manufacturer narrative:
Samples received: 1 open pouch. Analysis and results: there are no previous complaints of this code-batch. There are no units in stock. We have received one open and empty pouch (there is no thread nor needle inside). Without any closed sample we cannot carry out an analysis in order to take a decision. We have conducted a review of the batch manufacturing record of this product and an internal non conformity related to a packaging defect was found. After the reprocessing the product, the results before releasing the product fulfilled b.braun surgical requirements. Final conclusion: in spite of receiving an empty pouch, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported that there was an issue with the novosyn violet. After opening the packet, it was noted that the needle was detached from the suture. The patient was not yet in the operating room. Additional information was not available.